Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after being exposed to moisture. The customer stated they went to swimming. Customer stated there was fluid under the lcd display. Contacts on battery cap were not missing or damaged. Battery compartment and spring not damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.